Manufacturer narrative:
Additional manufacuring narrative: other text: the response is being provided per the medwatch received by masimo. As the report was submitted as a voluntary report, with no customer details or other information available, masimo was unable to obtain any further information or obtain the product to conduct an investigation into the reported issue. If additonal details are obtained at a later date, a supplemental response will be provided. H3 other text : device not returned.

Event description:
Per medwatch report: staff noticed a trend in the masimo pulse ox not being accurate, possibly related to disposable sensor issues. There were no patient impact or consequences reported.